Event description:
It was reported that the patient had an ablation procedure done and the detections were turned off , then back on after the procedure was complete. A carelink transmission showed an alert was triggered for vf detections being off a month after the procedure took place. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the patient had an ablation procedure done and the detections were turned off and then back on after the procedure was complete. A carelink transmission showed an alert was triggered for vf detections being off a month after the procedure took place. The device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated the presence of incorrect programming or programming difficulty. A patient alert triggered (B)(6) 2010 timestamped 14:06:07: vf detection or vffvtvia vfrx off. (Binary file saved on: (B)(6) 2010 confirming vf detection enabled and therapies programmed on).